Event description:
Account reported an axsym digoxin result of <0.3 ng/ml. The physician questioned the result. The sample was repeated and was 1.9 ng/ml. The account did not know if pt care was impacted. There was no report of injury.